Event description:
The account generated reactive cmv igm results on 3 patient samples processed on the architect i1000sr that tested cmv igm negative at a reference laboratory. ID 121(B)(6) 22 generated reactive architect cmv igm of 1.53 (plasma), 1.48 (serum), 1.68, 1.50 index. ID (B)(6) generated reactive architect cmv igm of 1.28 (serum), 1.33, 1.16 index. ID (B)(6) generated architect cmv igm reactive of 1.0 (serum), 1.25, 1.07 index. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The field service representative was dispatched to the account and performed cleaning and calibration of parts, including replacing the sample syringe which showed evidence of leaking. The syringe was referenced as the likely cause. Service history for this instrument revealed no complaints of discrepant/erratic results were reported after the service call. A review of the syringe data and search for similar complaints indicated no adverse trend related to aberrant patient results. No trends associated with the architect i1000sr for erratic result rate were identified. The architect system operations manual provides mandatory maintenance procedures and troubleshooting for erratic results on the I system which includes syringe assemblies or valves are leaking and probe is not positioned correctly. A review of the product labeling concluded that the issue is sufficiently addressed. During the evaluation additional information and the architect i1sr02897 instrument logs were received revealing the initial and repeat cmv igm tests completed with a result interpretation of reactive. The logs show the daily, weekly and monthly maintenance procedures were not completed on a regular basis. The additional provided information indicated that the suspect samples were sent to another laboratory using another architect and generated the exact same results: positive results remained positive. Taken together, the field service representative performed multiple troubleshooting actions to include replacement of the syringe. The customer indicated that the questioned sample results were confirmed when sent to another lab for analysis with the same results. The architect i1000sr is performing acceptably.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. : an evaluation is in process.